Event description:
The hosp reported that after an endoscopic vein harvesting training procedure, bubbles were observed on the hemopro jaw and a piece of the silicone boot was noted to be missing from the device. The missing piece could not be located. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).